Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer/cubie was encountered a failure. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.2 was off the bus. A field service engineer (fse) observed that the row board connectors were oxidized. The fse reseated connections and found pockets with the exception of row b recovered and were usable. The fse then found the row board for row b had failed and would not recover; additionally, position 2/3 would not accept and lock a cubie. The fse verified the fault and replaced the row board. On reboot, the whole sub-drawer fell off the bus. The fse reseated cables and took the machine to a cold power state. Power was reapplied to resolve the issue and testing resumed. The fse verified bus/cable connections; drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.